Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4470 competitor implantable pacing lead, 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient was hearing an alert 4 or 5 times a day. Patient also states that they received seventeen shocks in two days and that their device had been "turned off". Follow up indicated that the beeping was due to the device not transmitting to the remote monitor. The device remains in use. No further patient complications have been reported as a result of this event.